Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 533 mg/dl and 210 mg/dl within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received results of 533 mg/dl and 210 mg/dl within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.